Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076-45 implantable pacing lead, (B)(6) 2005. (B)(4).

Event description:
It was reported that a remote transmission showed noise and oversensing developing on the right ventricular lead. The atrial lead also shows noise and far field r-wave oversensing. Both leads will be monitored and are still in use. No patient complications have been reported as a result of this event.